Manufacturer narrative:
The insulin pump was received with cracked and bleeding lcd glass, minor scratched lcd window, cracked case at display window corners, cracked battery tube threads and cracked reservoir tube lip.

Event description:
The customer reported via phone call that their insulin pump was damaged. The customer's blood glucose level was 85 mg/dl at the time of the incident. The customer stated that the pump fell on the floor and the screen cracked. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.